Manufacturer narrative:
This report is submitted on november 8, 2022

Event description:
Per the clinic, the patient experienced an mrsa infection at the implant site that was treated with IV antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 12, 2022.